Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2025-05255. Investigation findings will be reported under manufacturer report number 2916596-2025-05255. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review noted two unsustained driveline faults on (B)(6) 2025 which did not reoccur for the remainder of the log file. The cause of driveline fault was still unknown, but a driveline repair was done on (B)(6) 2025. They planned to keep observe if the alarm comes again. Log files post repair showed no further driveline fault event. Additional log files also showed no further driveline fault events after the external driveline revision.